Event description:
It was reported that customer experienced low blood glucose after accidentally entering carbohydrate amount as insulin units and receiving 16 units of insulin, which led to emergency room visit for diabetes-related event. Lowest blood glucose was 61 mg/dl, and there was no reported injury or permanent damage. Customer went to hospital and received intravenous dextrose saline, which resolved low blood glucose, and technical support confirmed through pump system check that pump and supplies functioned as intended with no issues identified. Customer was released later the same day with the issue resolved.